Event description:
The pt's indication for iabp was failure to come off cardiopulmonary bypass pump. The iab was inserted into the pt on 12/27/94. On 12/28/94 after iabp for about 26 hrs, an alarm sounded from the pump & blood backed into the safety chamber. The iab was removed. No second was inserted. Underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. The iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen &, ultimately, a separation at the point of stress. The iab may have been restrained as a result of placement within a subintimal space, within the subclavian artery, or underneath plaque.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.